Event description:
It was reported that the patient with this pacemaker presented for consultation with complaint of dyspnea. A cardiac ultrasound was performed, and the patient was hospitalized for cardiac stimulation. No other adverse patient effects were reported. This complaint is associated with clinical study ID: (B)(4).

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.